Manufacturer narrative:
Date of event is approximated since unknown. (B)(6).

Event description:
It was reported device thrombus occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 31 mm watchman flx laa closure device was successfully implanted. The patient was discharged on aspirin 100 mg. A 45-day routine follow up was performed and it was noticed thrombus was on the closure device. The patient discontinued aspirin and began apixaban 2.5 mg every 12 hours. It was also noted that the closure device was well sealed and in a good position. The thrombus disappeared after 45 days of apixaban. The patient is ok.